Event description:
Caller reported blood glucose results of 17 mg/dl and 122 mg/dl within 10 minutes on the compact plus system. Reported a second, separate comparison of blood glucose results of lo, which on the compact plus system indicates a result less than 10 mg/dl, and 128 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported during a breast augmentation procedure, the patient's skin was slightly burned when the insulated forceps was placed against her skin, while cauterizing the tissue.